Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). Olympus will continue to monitor complaints for this device. Intervention for on-site diagnosis noted that the cv-190 (ns7409138) blinked intermittently (short circuit type) and the power connector did not appear damaged. The clv-190 (7558361) had no air when switching on the insufflation (a pump however seemed to be triggered in the equipment). The problem of the pistons was discussed with the customer by telephone. Troubleshooting: the endoscope presence sensor of the clv190 connector was worn and did not return to position. After cleaning the connector and sensor, the connector needed to be replaced. This intervention can be done on site. The cv190 needed to be returned for repair, the front lights light up and flash intermittently and randomly. Functional equipment with revision and replacement of worn parts was to be planned at that time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The diagnosis was conducted on-site by an olympus field representative but no abnormality was seen and the cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A customer reported intermittent flashing on the front panel when preparing the evis exera iii video system center for use in an unspecified procedure. There were no reports of patient harm.